Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The patient stated that there is air in the patient line. From the data within the complaint information the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain (I-drain). The technical service representative (tsr) had the hp close then open the transfer set 3 times, move the clamp, rub the lines, pull up on the lines, check the lines for fibrin or air. The hp stated, there was a large air bubble in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The tsr walked the hp through the end therapy procedure and instructed the hp to make sure the patient line was fully primed before she connected herself, and if there was air in the line to call back for re-prime assistance. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.